Manufacturer narrative:
Field service engineer (fse) troubleshot report that the table failed to move when needed and resolved issue by replacing the park arm switch cable assembly. Normal table function resumed. Fse verified proper operation according to service checklist qssrwi4.1 and with the system fully functional, returned the unit to the customer for service.

Event description:
Customer reports the system table movement failed at the end of the case. They had the table in a tilted position with the feet end of the table down and could not flatten the table to move the patient to the stretcher. They were able to safely remove the patient. No reported injury.